Manufacturer narrative:
(B)(4). Insulin pump p-cap, reservoir locked properly in place. Insulin pump received with label damage, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Insulin pump received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump received crack at back side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.